Event description:
The customer reported recovering low red blood cell (rbc), hemoglobin (hgb), and hematocrit (hct) results for a single patient sample from the coulter act 5diff autoloader (al). The customer noticed that the results obtained were much lower when compared to results from a previously drawn sample for the same patient. The customer repeated the sample and recovered the same low results as the original run. The erroneously low results were reported out of the laboratory but there was no death or injury in connection with this event. The affect to patient treatment is unknown, but the customer reported that the patient is on heparin therapy. The customer's supervisor then ran controls on the act 5diff instrument and discovered that the low level control recovered low results which were out of the established ranges. The normal and high control results recovered within the established ranges. The supervisor then repeated the patient sample and recovered results which matched the previously drawn sample results. An amended report was issued to the physician to correct the original report. The customer stated the patient sample involved in this event was drawn at 5:30 am on the day of the event by venipuncture in an ethylenediaminetetraacetic acid (edta) tube, and run immediately on the analyzer. The customer indicated that the sample appeared normal prior to running the sample. Quality control results prior to the event were within the established ranges. A review of the provided printouts indicated that the act 5diff instrument generated low rbc, hgb, hct and platelet (plt) results for the initial and repeat run. The white blood cell (wbc) result obtained for the repeat run were higher than the wbc result which were reported out as correct. The instrument did not generate any instrument specific suspect messages for this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse performed a yearly preventative maintenance (pm) and software update for the takasago valves on the instrument. The fse also adjusted the calibration factor for hemoglobin (hgb) using controls. Following the pm and software update, multiple patient samples were run with no issues. The fse ran reproducibility and quality control (qc) which recovered within the expected ranges. Raw data was not available and the failure mode for this event cannot be determined with the information provided.